Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise oversensing was observed on the right ventricular (rv) lead. In addition, the right atrial (ra) lead was oversensing during atrial tachycardia/atrial fibrillation (at/af) episodes. The rv leads remains in use. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.